Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Reported events associated with the following article: referenced article: the annals of thoracic surgery article name: continuous-flow left ventricular assist device implantation in patients with a small left ventricle by: kawabori m; kurihara c; sugiura t; et al. Doi: 10.1016/j.athoracsur.2017.09.040. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was received that included a report of gastrointestinal (gi) bleeding, neurological dysfunction and right heart failure events. This article discussed the postoperative survival and complications patients encountered with small left ventricles (lv). These patients included 68 patient(s) with a history of ischemic etiology, 60 patients with non-ischemic etiology, 73 patients with hypertension, 51 patients with diabetes mellitus, 51 patients with smoking history and 21 with chronic obstructive pulmonary disease. These patients were also reported to have a mean age of 54 years, and 34 of them were reported to have been females. This study included 118 patients implanted with hvad device (24 patients with small lv and 94 patients with non-small lv). The study included reports of 39 events associated with gastrointestinal (gi) bleeding (33 from non-small lv group and 6 from the small lv group). A total of nineteen neurological events were reported associated hvad patient (13 from the non-small lv group and six from the small lv group). Lastly, the study included 36 events of right-heart failure (29 from the non-small lv group and 7 from the small lv group). No further patient complications have been reported. The authors concluded that although the indications for implantation were different for the two devices studied, the results of the study suggested that a survival advantage was associated with hvad implantation and should be considered when selecting a device for small lv patients. Further follow up had not yielded any additional relevant information regarding these event(s).